Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of reen1252 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported by placer: "putting single lumen PICC in a pt that was 80 years old, when putting the introducer over the wire it would not go into the patient, even after nicking with the scalpel. The outer part of the introducer mushroomed out. I then tried to cut off the tip of the outside, and attempt again. Still no success. I then had to get a complete new introducer and then it just slid right into the pt without any pressure."